Event description:
It was reported that a jugular g2 filter had to be removed just after a suprarenal implant, because allegedly it did not open completely. Reportedly, some of the legs did not open up. The inner diameter of the vena cava was not known. The filter was implanted suprarenal due to the patient having aberrant anatomy, with venous drainage from the left common iliac to the left renal vein. The physician immediately used a recovery cone removal system to remove it and then he deployed another filter. There was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was discarded at the user facility. The results of the investigation was inconclusive and the root cause is unknown. The information for use for this device states: warning: do not deploy the filter unless the ivc has been properly measured. Caution: when measuring the caval dimensions, consider an angiographic catheter or intravascular ultrasound if there is any question about caval morphology. If the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc.